Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: it was reported that the location of the event was hungary in error, the location of the event is australia.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown. UDI: (B)(4).

Event description:
It was reported, by the sales rep in hungary. That during, a shoulder repair surgical procedure on (B)(6) 2024. The vapr tripolar 90 suction elect device, small metal part of electrode head fell off, during surgery. Fragments were generated. They were all removed. The procedure was completed successfully. There was a one minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes mitek, however photos were provided for review. The photo investigation revealed that the vapr tripolar 90 suction elect had the cover for the active tip detached from the device. No other anomaly could be observed. The manufacturer performed an investigation of the photos provided with the following results: visual inspection of the photos confirmed that the return cap has clearly become detached. The failure mode has been reviewed against the systems risk assessment document. A review of the complaint records over the last twelve months to assess the frequency for this failure mode for the tripolar device, therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. New vision system implemented a CAPA. The customer's device was manufactured in 2023 prior to these process improvements. Based on the images only, it is not possible to determine a definitive root cause. It could be a lack of glue application to the return cap or misuse. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would contribute to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. As per IFU, carefully insert and withdraw electrodes to avoid possible damage to the device, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.